Event description:
It was reported that a cartridge change error occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean the pump components. No further action was taken in this current case as the pump will be replaced.